Event description:
It was reported that the customer was in a car accident and as a result the touch screen became shattered and unresponsive. In addition, the pump was flashing red. The customer's blood glucose was 174 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.